Event description:
During a shift inspection, it was reported that the device had a white screen and locked up. The device was reported to exhibit the same problem two hrs later but normal operation was restored with a power cycle. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.